Event description:
New information received noted that the patient presented remotely via merlin.net. Transmission revealed that the right ventricular lead exhibited noise oversensing. Patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with noise on the right ventricular lead. No intervention was performed. Patient was not known.